Manufacturer narrative:
The technician isolated the issue to a bad head up solenoid. He replaced the solenoid to repair the bed.

Event description:
Information received indicates the head of the bed will not go up, yet the hydraulic motor runs.